Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The electrically erasable programmable read-only memory (eeprom) was up loaded and indicated five(5) autoclave cycles for the adapter. Visual and functional evaluation of the adapter noted that the lock out slider block was damaged, and the non-welded tip housing was damaged. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Damage to the lockout slider block is consistent with a user attempting to fire a single use loading unit (sulu) when one is not fully attached. When the block becomes jammed it can prevent the lockout cam block and sulu load link from returning to its resting state. The sulu load link connects to the "unload" button, in turn causing that to become stuck in place. Damage to unload button can be replicated through rough handling.. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass procedure, when firing on the stomach, the stapler was unable to fire. Also, the handle did not recognize the reload. After the 7th reload had been removed from the adapter, the blue light remained flashing while the blue lights stay solid. They changed the device to complete the case and resolved the issue. The patient was alive with no injury.